Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 30 mg/dl. Customer's blood glucose value was 83 mg/dl at the time of the call. The customer's blood glucose was 90 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in range. The result of the inaccurate readings triggered a threshold suspend from the insulin pump. The customer was treated for their blood glucose with food. The customer was wearing the insulin pump during their hospital stay. The customer did not troubleshoot and did not send the product back for analysis.